Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was intermittently fluctuating. Additionally, it was reported that the battery was depleting rapidly and must be charged daily to prevent the pump from shutting down. There was no reported impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support.